Event description:
Possible pump malfunction. IV programmed to infuse dextrose 10% at 5ml/hr on neonatal <6kg module as ordered, with ampicillin 10ml/hr. Pump infusing, dextrose pump screen stated running at 5ml/hr. At 1737, nurse entered room due to alarm on pump, flushed antibiotic tubing. Pump continued to alarm. Nurse noted that 500ml bag of dextrose was empty after approximately 2 hours of running. Nurse verified that pump was programmed, as ordered, to infuse 5ml/hr and the screen reflected total volume infused was 11.43ml.